Manufacturer narrative:
The issues after an MRI questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient experiencing a fall or engaging in strenuous activities and migration have been ruled out as potential causes of the reported issue. However, the patient has a non-stimwave device (abbott scs) implanted and the clinician feels the abbott scs may be causing the discomfort during their MRI. The stimulator is used to treat pain. The cause of the reported issue is due to interference from a non-stimwave device as the patient has an abbot scs device implanted (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in issues after an MRI issues. Issues after an MRI issue rates remain acceptably low; thus, CAPA is not required. Issues after an MRI issue rates will continue to be tracked and trended.

Event description:
The patient reported experiencing all their nerves light up in the hip and below to their toes during an MRI. The MRI was aborted and the patient is currently getting relief from their stimulator.